Event description:
It was reported that after reconnecting to a new cgm, the user experienced difficulty inserting a new insulin cartridge because the pump motor piston would not fully rewind, resulting in failure to infuse and repeated ¿unable to proceed¿ during tubing fill; the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during setup attempts, along with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.